Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning occurred for low right atrial lead impedance, however, when the lead was checked in the clinic, it was greater than 300 ohms. Many paces with impedance less than 200 ohms were noted in the diagnostic data and when the lead was attempted to be switched to bipolar, the clinician was unable to do so. An insulation issue is suspected. The lead remains in use. No patient complications have been reported as a result of this event.